Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 17411288. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 18565714. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 17877040. Product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 17411288.

Event description:
It was reported that the patient underwent an explant procedure. The patient is elderly and no longer wants to maintain her implantable pulse generator (ipg). Additionally, the patient also experienced inadequate stimulation. The patient is doing well postoperatively and has fully recovered.